Manufacturer narrative:
Additional review of device data was conducted. Engineering log analysis indicated that glucose values were within range at the time insulin dosing stopped. Device data confirmed that the cgm session expired and was not replaced, resulting in bg-run suspension and cessation of automated insulin delivery. The user further reported that the infusion set base detached and this was not noticed for several hours, leading to missed insulin doses and subsequent hyperglycemia. Device data also showed an excessive number of dexcom g7 brief sensor issue alerts on the day prior to and the day of the event. Cgm data did not reflect elevated glucose values consistent with the reported blood glucose levels of up to 500 mg/dl, suggesting possible cgm inaccuracy. Based on available information, the hyperglycemic event is most consistent with interruption of insulin delivery due to infusion set detachment combined with cgm inaccuracy, rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with exogenous insulin and IV fluids. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed the cgm sensor expired and was not replaced, resulting in suspension of automated insulin delivery, and it was reported that the infusion set base detached during sleep. Clinical assessment indicates the hyperglycemic event was most consistent with interruption of insulin therapy due to infusion set detachment and failure to initiate a new cgm sensor session, rather than abnormal device performance. Based on available information, the event was attributed to use-related therapy management factors. If additional information becomes available, a supplemental MDR will be submitted. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On 23-oct-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as approximately 500 mg/dl after the infusion set base detached and the cgm sensor expired without replacement, resulting in interruption of insulin delivery. The user was transported to the hospital by emergency medical services, admitted, treated with exogenous insulin and IV fluids, and discharged (B)(6) 2025. No long-term health effects were reported.